Event description:
It was reported, on an unknown date, a spiros was reported to have disconnected during patient use. It was reported that the intravenous (IV) tubing that was supposed to be attached to the spiro tip disconnected itself. The spiro tip was still attached to the med port with blood back flowing and the straight tubing was found on the bed. Methotrexate (mtx) was infusing at 5.8 ml/hr. A few drops of yellow were noted on the bedsheet. There was no patient harm reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.

Event description:
Additional information was received stating that the status of the patient before the event was admitted in stable condition for scheduled chemo. The status of the patient during and after the event remains in stable condition. No one was harmed as a result of event. There is no delay in therapy. Chemo resumed promptly.

Manufacturer narrative:
Additional information in b5. Received two used list# unknown spiros connected to list# unknown mating devices. As received, the spin feature on each used spiros was activated and spinning freely. No spline damage or shear tab anomalies were observed. One of the spiros was connected to a male luer with a spin collar that could be disengaged from the female luer threads of the spiros with little effort. The spin feature on the spiros was functionally tested and met product specifications. The reported complaint of a separation can be confirmed. The probable cause is unknown.